Event description:
I had the stick blood test done and it showed as positive when in fact I have not used, so stating these devices are faulty and need took of the market. My opinion just stay using a reg blood drawn test at hospital, it's more accurate. And because this happened to me, it caused an issue with cps (child protective services) and so for that I don't get to see my child now. Please help me.